Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. The liquid crystal display (lcd) lens was scratched. Downstream occlusion test performed: passed with 19psi. The customer's reported problem was not replicated. The most likely root cause was due to contamination at the downstream occlusion (dso) sensor area. The dso sensor was replaced as a result. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there were multiple downstream occlusions. There was no patient involvement, and no patient harm/adverse event reported.